Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head broke off brush, head came off in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that the head broke off an oral-b power oral care refill precision clean within a month. She reported the logo remains on it, and she had previously used this exact version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 07-jun-2017 consumer follow-up via phone: the consumer reported she no longer had the brush head concerned, she immediately threw it away. She reported she did have the other 3 brush heads, one of which was also not good and the other 2 were not yet used. No symptoms developed. No further information was provided. On 08-jun-2017 consumer follow-up via phone: the consumer reported the head came off in her mouth, and only the stem was left on the brush. No symptoms developed. No further information was provided.